Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer also reported that they received a lost sensor alarm. The customer's blood glucose was 390 mg/dl at the time of incident. The customer stated that her blood glucose was 290 mg/dl and sensor glucose was 47 mg/dl when it triggered threshold suspend. The customer stated that the sensor appeared to be fully inserted and flat against the skin. The customer stated that they do not have a test plug available. The customer was unable to remove the sensor at the time of call. The customer was advised to change the sensor. The sensor will not be returned for analysis.